Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular lead and x-ray imaging confirmed dislodgement. The lead was explanted and replaced. The patient was in stable condition.